Event description:
Pt had a zenith aaa graft placed in 2006 without complications. An ultrasound three months later showed that the aneurysm sat had decreased in size and the pt was asymptomatic. In mid-may the pt complained of vague abdominal pain and a cat scan showed a pseudoaneurysm between the sma and renal arteries and migration of the device 1 to 1.5cm. Pt was taken to the or and the plum sized pseudoaneurysm was opened. An anterior linear tear was found with several barbs protruding from it. The bare metal stent could also be seen. The zenith device was explanted and another graft was sewn in. The open procedure took 14 hrs and pt the following month. The pt was closed five days later and remains on a ventilator in critical condition.

Manufacturer narrative:
Evaluation: after endovascular graft placement pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the struction or position of the endovascular graft. No evaluation of this event found that it was caused due to the migration of the graft at some time after the procedure.